Event description:
Customer reports, catheter was inserted in pt in labor ward. The pt was then transferred to the theater for a c-section. The catheter dislodged falling out. The balloon was deflated and the tip of the catheter was missing, halfway along slit (above balloon) to tip. The catheter appeared to have a clear cut through the slit above the catheter. Pt bladder was palpated without success. Therefore, the staff feel the catheter was faulty before being inserted.